Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope image was distorted during the distal end bending. The event was observed during preparation for use. There were no reports of patient involvement.

Event description:
It was reported the flex video scope image was distorted during the distal end bending. The event was observed during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: and electronical failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.